Event description:
It was reported that during a laproscopic colectomy, the device tissue pad fell of in the pt, they used a grasper to retrieve it. The case was completed with a like device with no consequence to the pt.